Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the tamper seal was removed and or broken and the bottom case. There was a crack on right plunger case otherwise no appearance of any physical damaged. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was over fourteen years old. Actions taken to mitigate the reported issue: replaced damaged bottom case and right and left plunger cases. Installed missing left plunger case o-ring. Replaced interconnect board due to ripped cable. Installed cable guard per eco 12-0097. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.